Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor (B)(4) - 03/18/2014, electrode belt (B)(4) - 04/17/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient's downloaded flag data shows that the patient last wore the device on (B)(6) 2020. Per the distributor's incident file, the patient was stubborn about wearing the lifevest and developed a rash under the garment. The final outcome of the irritation is unknown as the patient has since passed away and attempts to gather information regarding the irritation were unsuccessful, but there is no indication that the patient received medical intervention for the irritation. It is unknown if the patient removed the device due to the reported skin irritation. Reporting event out of abundance of caution. There is no indication or allegation that a device malfunction caused or contributed to the patients' death.